Event description:
It was reported that the insulin pump had a cracked reservoir compartment. The blood glucose reading was 9.2 mmol/l. The caller stated that there were plastic pieces missing from the device. He observed that the reservoir had to be held in by tape. He noted that the device had neither been dropped nor bumped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and missing reservoir tube o-ring.